Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. There was no harm or injury to the patient related to this event. The nellcor purtian bennett customer support engineer (cse) verified the vent inop error code in memory. The cse inspected the device and replaced the bdu cpu and analog interface pcb. The unit passed extended self testing.